Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/09/2025, a sales representative reported via email that an ar-2325pslc peek labral swivelock suture anchor and an ar-2326pslc peek swivelock anchor were misshaped and broke upon insertion. No further details were provided. The issue was identified during a procedure on (B)(6) 2025. Additional information has been requested on 10/10/2025.

Manufacturer narrative:
Additional information: g3, h3, h6. -complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Per dfu-0087-eo - e. Warnings - 6. Bioabsorbable only: attempting implantation into hard, dense bone and/or drilling/punching smaller diameter holes than recommended may cause failure (breakage) of the implant during insertion. G. Precautions - 3. Make sure to use the recommended drill bit or punch to create the bone socket. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.